Event description:
Consumer reported needle broke off in her abdomen during injection. Consumer went to ER where x-ray was done and surgeon located the needle, however, they were unable to remove it with a small incision. Consumer will go back for surgery within the next few days.

Manufacturer narrative:
No prod has been rec'd to date, if prod is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.